Event description:
The reporter stated that the patient was admitted to the hospital's emergency room with hypoglycemic symptoms of excessive sweating and drooling. Additional information that was faxed showed that the patient was unresponsive and the physician marked that the patient was in a coma and had hypoglycemia from an insulin reaction. There were no glucose tests taken while the patient was in the ambulance. All results were taken in the emergency room. At 14:51, while using the accuchek inform ii meter (serial number (B)(4)) a result of 319 mg/dl was obtained from a fingerstick. At 14:52 a fingerstick sample was obtained and the result was 276 mg/dl on the same meter. At 14:57 a venous sample was drawn and was immediately tested on the I-stat device. That result was 32 mg/dl. At 15:10, it was reported that the venous sample that was drawn at 14:57, showed a result that was also 32 mg/dl. The laboratory tested the sample on a beckman analyzer. The same vial of strips was used for all of the meter tests. It was stated that initially the staff did not agree with the results of the meter due to the patient's symptoms. The patient was treated with d50 IV immediately after the I-stat result. The faxed information states that the patient was "initially unresponsive but responded to d50". There are no further details available about the patient's response to the d50. Control tests performed on that day were all within the specified range. The reporter stated that the I-stat and lab analyzer results are the correct results for this patient. The suspect device was requested to be returned and the replacement product was sent.

Manufacturer narrative:
The customer returned the strips. They were tested using control solution. All of the returned results were within the acceptable range. No product problem was found.